Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an out-of-range (oor) lead impedance measurement along with higher than expected capture threshold. No inappropriate shock was reported. Likewise, lead fracture was suspected. Chest x-ray was performed. Additional information indicated that lead fracture was not confirmed when assessed with x-ray. The system was explanted with a new biventricular device and lead being implanted in place. No additional adverse patient effects were reported.

Manufacturer narrative:
The device is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.